Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endometriosis, diabetes mellitus, paratubal cyst and pelvic pain. The patient had a family history of hypertension. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral tubes, and ovaries, total hysterectomy and bilateral salpingo-oophorectomy: - uterus (141 grams) with weakly proliferative endometrium and early stromal breakdown. - leiomyoma uteri (up to 0.4 cm). - cervix, negative for dysplasia. - left fimbriated fallopian tube with focal endometriosis and simple paratubal cyst (4 cm). - bilateral ovaries with cystic physiologic structures. - serosa with adhesions. - right fallopian tube, with no significant abnormality. Specimen source: uterus, cervix, bilateral tubes and ovaries. Clinical information: pelvic and perineal pain gross description: there is a protruding essure coil from the left cornua. An additional essure coil is identified in the right cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 42 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of paratubal cyst, endometriosis, diabetes mellitus, paratubal cyst and pelvic pain. The patient had a family history of hypertension. On (B)(6) 2022,, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy bilateral salpingo-oophorectomy). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: uterus, cervix, bilateral tubes, and ovaries, total hysterectomy and bilateral salpingo-oophorectomy: uterus (141 grams) with weakly proliferative endometrium and early stromal breakdown. Leiomyoma uteri (up to 0.4 cm). Cervix, negative for dysplasia. Left fimbriated fallopian tube with focal endometriosis and simple paratubal cyst (4 cm). Bilateral ovaries with cystic physiologic structures. Serosa with adhesions. Right fallopian tube, with no significant abnormality. Specimen source: uterus, cervix, bilateral tubes and ovaries. Clinical information: pelvic and perineal pain gross description: there is a protruding essure coil from the left cornua. An additional essure coil is identified in the right cornua. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.